Event description:
Boston scientific crm received information that this patient experienced a right ventricular (rv) perforation four days post original implant. It was noted that the patient was transferred by helicopter to the hospital where 500ml of blood was removed from the pericardium before surgery. The physician elected to implant a new rv lead and then remove the perforated one. The replacement of the rv lead was without further complications. When reviewing measurements, it was also noted that the right atrial (ra) lead did not display satisfactory measurements so it was repositioned. Unsatisfactory measurements continued, and the ra lead was explanted as well. No further complications were reported and the patient remained stable during and after the procedure.

Manufacturer narrative:
The explanted lead will not be returned. Should more information become available to our company, this report will be updated.